Manufacturer narrative:
One imp,tsv,6.0,10,mtx,mg (item # tsvt6b10) was received for investigation. Visual inspection of the as returned product identified some signs of damage, likely from the removal process, in the form of gouging and scratches along the sides of the implant. The damage was sufficient such that reliable measurements could not be taken. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated:

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient experienced peri-implantitis, inflammation, edema, and pain. The implant (tsvt6b10) was removed and the site was grafted. Tooth location 30.